Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2016 with the following findings: no evidence of loss of prime alarms in the black box. The rewind, load cartridge and prime steps were performed successfully with no alarms. A force sensor calibration check passed indicating that the sensor was detecting correct applied load. The pump was exercised for 24 hours with no loss of primes occurring. The cartridge was not returned for investigation. A retained sample of the same cartridge lot number was evaluated and tested by product analysis with the following findings: a lot review investigation of the incoming cartridges per lot was completed prior to release of this lot and ensured that all cartridges passed for this lot. The retained cartridge sample was found to pass the visual inspection and the fill, force, and leak testing. No defects were found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution. Unrelated to the original complaint, the battery compartment was noted to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump had emitted a loss of prime warning and the issue occurred only once. Troubleshooting indicated the loss of prime was associated with the cartridge; however the patient insisted the pump be replaced. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.